Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('uterus is bivalved showing metal coils within the fundus') and menorrhagia ('excessive and frequent menstruation with regular cycle') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included adenomyosis, uterine leiomyoma, paratubal cyst, dysmenorrhea and polymenorrhagia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robot -assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and menorrhagia outcome was unknown. The reporter considered device dislocation and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('uterus is bivalved showing metal coils within the fundus') and menorrhagia ('excessive and frequent menstruation with regular cycle') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included adenomyosis, uterine leiomyoma, paratubal cyst, dysmenorrhea and polymenorrhagia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robot -assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and menorrhagia outcome was unknown. The reporter considered device dislocation and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.